Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the insulin in the cartridge was not greater than 50 units. Tandem technical support educated customer of the minimum fill recommendation for their pump and guided customer through adding insulin to the cartridge and attempting to reload the cartridge to resolve the issue; however, the issue persisted. The customer loaded a new cartridge to address issue.